Manufacturer narrative:
Continuation of medical devices: dtba1d4 ICD, implanted: (B)(6) 2016. Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the clinician noted on a remote transmission that there was oversensing and noise on the atrial lead. There was also an elevated sensing integrity counter (sic) on the right ventricular lead. Both leads remain in use. No patient complications have been reported as a result of this event.